Event description:
A hospital in (B)(6) reported an lcp reconstruction plate was implanted in clavicle due to an overstretched action the patient did. The surgeon removed the broken plate and revised the patient to a superior anterior clavicle plate.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.